Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical service consultant performed a disk analysis on this device, and a device replacement is recommended in the near future. The device remains implanted and in service at this time. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.